Event description:
New information states that oversensing was noted on (B)(6) 2012. The issue was resolved without any intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a downward trend in sensing and impedance. No further information was reported.